Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Bloch h6: imdrf impact code f08 is being used to capture the reportable event hospitalization or prolonged hospitalization. Imdrf impact code f04 is being used to capture the reportable event delay to diagnosis.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, it was reported that after emr was performed under an enteroscope ( (B)(6) 2023), titanium clips were used to close 3 to 4 incisions. According to relevant instructions and articles, titanium clips rarely affected MRI development, but the patients underwent liver MRI+ enhancement on the 2nd and 4th days ( (B)(6) 2023 ), and significant image artifacts were found to affect the development. A liver MRI could not be performed, which affected disease assessment and prolonged hospital stays. An MRI was performed after the titanium clamp was detached. MRI was performed after the titanium clamp was detached. There were no patient complications have been reported as a result of this event.